Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except procedural damages. Destructive analysis found no anomalies to the inner insulation at the distal portion of the lead.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2025. The patient was stable.